Manufacturer narrative:
Medical device lot #: 6083569, medical device expiration date: 03/31/2017, device manufacture date: 03/23/2016. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation. No report of medical intervention or serious injury.